Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-oct-2021. [Additional information]: the healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication. On 21-oct-2021, additional information was received. The information indicated that the physician was not able to move the stent at all due to the resistance. Continuous flush had been maintained through the prowler select plus microcatheter. There was nothing obstructing the microcatheter. When the stent was removed, it was still on the delivery wire. Nothing unusual was noted about the stent system prior to use. The enterprise vrd and the prowler select plus microcatheter were used in accordance with the instructions for use (IFU). The reported issue did not result in any clinically significant delay in the procedure. The procedure was completed with another enterprise stent system and another prowler select plus microcatheter. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094 and 3008114965-2021-00470. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication. On 21-oct-2021, additional information was received. The information indicated that the physician was not able to move the stent at all due to the resistance. Continuous flush had been maintained through the prowler select plus microcatheter. There was nothing obstructing the microcatheter. When the stent was removed, it was still on the delivery wire. Nothing unusual was noted about the stent system prior to use. The enterprise vrd and the prowler select plus microcatheter were used in accordance with the instructions for use (IFU). The reported issue did not result in any clinically significant delay in the procedure. The procedure was completed with another enterprise stent system and another prowler select plus microcatheter. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received coiled and contained in a pouch. Visual inspection was performed. The returned complaint device was observed in good, normal condition. No damages nor anomalies were observed. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. Hub ID = 0.0215 inch; specification: 0.021 inch minimum. Distal ID = 0.0215 inch; specification: 0.021inch minimum. Actual microcatheter od = 0.0350 inch; specification: max. 0.0375 inch. Actual microcatheter od = 0.0302 inch; specification: max. 0.032 inch. Functional evaluation: the prowler select plus microcatheter was flushed using a lab sample syringe. After it was flushed, a guidewire was inserted into the microcatheter and advanced to the distal tip without any issue. There was no resistance / friction encountered during the functional test using the guidewire. A review of manufacturing documentation associated with this lot (30513213) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) does contain the following recommendations and warnings: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Remove catheter and inspect to verify that is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. The complaint documented that during a vascular stent placement procedure targeting an mca stenosis, when the 4mm x 16mm enterprise 2 vrd reached the target via the 150cm x 5cm, 2 markers prowler select plus microcatheter, it could not be advanced nor withdrawn due to resistance; continuous flush was maintained and nothing was obstructing the microcatheter. As a result, the physician withdrew the stent and the microcatheter from the patient¿s body. There was no damage nor anomaly observed on the complaint device during visual inspection. The ID and od of the prowler select plus microcatheter were measured and confirmed to meet specifications. Functional evaluation performed did not encounter any resistance / friction. The reported issue that the prowler select plus microcatheter was obstructed was not confirmed. Although there was no issue found during the visual inspection nor during the functional analysis, there may have been other factors that occurred during the device use that could not be replicated in the laboratory environment. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-oct-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094 and 3008114965-2021-00470. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30513213) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication.